Manufacturer narrative:
Date of birth: correction. Usage of device: correction.

Manufacturer narrative:
Manufacturer analysis conclusion: this type of event has been previously investigated. Complaint data is reviewed periodically per the quality data review process (qs work instruction #86861). Quality data reviews are conducted on production and post production signals to evaluate specific business areas and products and ensure the effectiveness of these business areas and products including conformity to product requirements. This is done by periodic review of key performance indicators and objectives. Qdr information, as applicable, feeds into CAPA requests. No further information was provided. The manufacturer is closing the file to this event.

Event description:
It was reported that patient was admitted on (B)(6) 2014 due to gastrointestinal (gi) bleeding which included multiple gi procedures as well as danzol 200 mg. The patient was reported to be off of acetylsalicylic acid and protonix 40 mg. Bleeding resolved on (B)(6) 2014. Inr goal was 1.3-1.6. No further information was provided.